Event description:
This report is being filed because the deployed clip (10245635/(B)(4)) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2013, to treat functional mitral regurgitation (mr) with a grade of 3. Two clips were implanted and the mr was reduced to 1. On (B)(6) 2014, an echocardiogram was performed as the patient presented with shortness of breath, which revealed that the medial clip detached from the posterior leaflet, remaining on the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 3. An additional mitraclip procedure was performed on (B)(6) 2014. One clip was implanted between the two initial clips, and the mr was reduced to <1. The patient was clinically stable post procedure and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, guideliner, 1 additional mitraclip implanted (10189125/(B)(4)). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, the slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, a definitive cause for the reported slda cannot be confirmed. Although a conclusive cause for the reported slda and its relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The reported patient effects of shortness of breath (dyspnea) and worsening mr as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. A review of the device history records revealed no non-conformances associated with the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lots did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency.